Event description:
Patient's daughter states that the patient is unable to adjust the pump rate from 0.0ml/hr. New pump is being sent to patient with a return box for the old pump. Daughter was not at home so serial number and maintenance date not known. Pt did not experience any aid due to pump malfunction. Asked daughter to find out serial number of malfunctioning pump and call pharmacy back. No word from daughter. Called patient's son for the information. Son stated that the pump was already returned and did not know the serial number. No other information known. Dates of use: (B)(6) 2018 to (B)(6) 2018. Diagnosis or reason for use: pah.